Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower right side (if facing the bag with the ports orientated at the bottom). The leak was discovered at the compounding facility after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 26, 2022 - july 27, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a small tear at the lower right side edge. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.